Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af) ablation. During the procedure it was mentioned that air was aspirated when the sheath was inside the patient. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was further reported that the bubbles were observed in the syringe. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af) ablation. During the procedure it was mentioned that air was aspirated and observed within the flushing line near the 3-way stopcock when the sheath was inside the patient. N o air was noted in the patient nor any device leaked. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. The same issue occurred with two faradrive sheaths, it is unknown if both occurrences took place during the same procedure.

Manufacturer narrative:
Additional information added to b5: describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af) ablation. During the procedure it was mentioned that air was aspirated when the sheath was inside the patient. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was further reported that the bubbles were observed in the syringe. No other issue has been reported.